Event description:
It was reported that this patient presented to the hospital after receiving two shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the subcutaneous electrocardiogram (secg) while programmed in primary vector showed loss of amplitude, baseline shifting, and artefacts, and a fracture of the electrode was suspected. The artefacts were reproduced in both primary and alternate vector, and only the secondary vector was free of artefacts. It was noted the patient had a violent bicycle fall in (B)(6) 2023, resulting in a left-sided rib fracture. With this information, it was assumed the electrode had become unstable. In consultation with the doctor, the device was deactivated, and the patient was discharged home. The device will be explanted in about three weeks. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD system remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the hospital after receiving two shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the subcutaneous electrocardiogram (secg) while programmed in primary vector showed loss of amplitude, baseline shifting, and artefacts, and a fracture of the electrode was suspected. The artefacts were reproduced in both primary and alternate vector, and only the secondary vector was free of artefacts. It was noted the patient had a violent bicycle fall in april 2023, resulting in a left-sided rib fracture. With this information, it was assumed the electrode had become unstable. In consultation with the doctor, the device was deactivated, and the patient was discharged home. The device will be explanted in about three weeks. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD system remains implanted. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, an updated report will be issued.